Event description:
Reporter stated she began to experience intermittent unusual symptoms including dizziness, vertigo, reactions, joint pain, irritable bowels, tinnitus, migraines/headaches, eye pain, burning pain, reflux, numbers/tingling in hands and feet, discoloration, sinus drainage, and chest pain. Reporter states she believes all implants should be taken off the market.